Manufacturer narrative:
Alleged failure: cib david, onsite, shortage- went off 4 times in a case. Po wcb the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is wear and tear. Poor air flow may affect ventilation of the light source unit. This may result on intermittent loss of light. Manufacture date is not known.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.